Event description:
During the procedure, the electrodes attached to the pt became disconnected from the pt. The neurosign 100 device failed to alarm indicating the disconnection of the electrodes. No sound (beeps) and no red light indicator. The facial nerve was cut and then repaired after the removal of the tumor and the infection. Unit was evaluated at smith & nephew inc ent div, and no problems were found.